Event description:
A home pt contacted baxter's technical service center requesting a swap of their homechoice machine in 2004 due to receiving a system error 2240 alarm 8 days ago. Reportedly, the home pt received the alarm during the initial drain cycle of their automated peritoneal dialysis therapy. The home pt stated that their transfer set was connected to the pt line of the homechoice set during the prime cycle. After receiving the system error 2240 alarm during initial drain cycle the pt then continued a new therapy session with the same supplies 8 days later the home pt presented to the emergency room with shoulder pain and abdominal discomfort. The pt had x-rays taken and a small amount of air was noted in the pt abdominal cavity. The home pt was not prescribed any pain medication and the pain dissipated within 24 hours of the hospital visit. The pt's nurse stated that the amount of air noted in the pt was consistent with the standard amount of air in a dialysis pt. Per the home pt's nurse, the pt has fully recovered from this incident.